Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break, more than 5 lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.

Event description:
The pt pulled out the oral-duodenal tube. The end of the tube (bolus tip) was missing. X-ray showed the bolus tip remained in the pt body. The bolus tip was to be removed per probable surgical intervention.